Manufacturer narrative:
(B)(4). Eval results: (endoleak). (Moderately angulated aortic neck). Eval conclusion: (moderately angulated aortic neck).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm approximately 3 weeks ago. The aortic neck was 32 mm in diameter and it was 22 mm in length. The iliac arteries had mild calcification and moderate tortuosity and there was moderate degree of angulation in the aortic neck of 50 degrees. At the final angiogram, there was a proximal type 1 endoleak present and the physician elected to implant a talent aortic cuff. The endoleak decreased, however, it did not completely resolve. The decision was made to monitor the pt, and a CT scan will be performed at the 30 day f/u. No clinical sequelae were reported, and the pt is fine.